Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation confirmed physical damage to the beading of the transducer tip. The analysis concluded the damage was incurred at the customer¿s site and is indicative of damage caused by teeth and improper maintenance.

Event description:
It was reported there was damage to the tip of a transesophageal transducer. The adhesive at the transducer tip was falling off and exposing the metal underneath. The x8-2t transducer was associated with the epiq 7c ultrasound system at the customer¿s site. The issue was discovered while the device was outside of clinical use and there was no patient or user harm associated with this event. The philips service engineer evaluated the transducer and confirmed the damage. The transducer was replaced to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.